Event description:
The patient reported that the audio bolus button has been intermittently unresponsive for the past two months. She stated that she is able to give a bolus using the other keypad buttons; and the pump is not exposed to cleaning products.

Manufacturer narrative:
Follow-up #2 date of submission 02/12/2015-correction to suspect medical device serial #.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 07/21/2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.